Manufacturer narrative:
Product event summary: it was confirmed that the output connector assembly was broken. It was additionally found that both display wires were pinched and the insulation was compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.